Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse called the helpline stating that the customer's insulin didn't seem to be functioning properly. The nurse stated that the customer was hospitalized for hyperglycemia. The nurse was informed that the customer's infusion sets were not compatible with the customer's insulin pump. Emergency supplies were sent to the customer. The customer's reported blood glucose value was 416 mg/dl. No further information was provided.